Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that their insulin pump was dripping insulin from the tubing after disconnecting from the quick release 10 minutes after their flight took off. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer did not have any active insulin at the time of the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.